Event description:
The customer contacted physio-control to report that their device would not stop printing and when they went to complete a user test, the device would not defibrillate when prompted due to the device locking up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.

Manufacturer narrative:
Information from the initial medwatch report indicated that physio-control was unable to verify the reported lockup condition. During additional testing, the reported lockup condition was verified on one occasion. It was concluded that the reported issue is likely related to an ongoing investigation where the device has the potential to lock up for approximately 20 seconds if a code-summary¿ report is printed while charging the defibrillator and the device is powered with lithium-ion batteries. The code-summary report feature is intended for post event data review; however, this customer has indicated that it has been their practice to print code-summary reports periodically during patient events. Physio-control will provide feedback to the customer regarding this particular protocol and advise them to not print code-summary reports while charging the defibrillator. As a precaution, physio-control replaced the battery pins, power pcb assembly, battery harness and printer. After observing proper device operation through functional and performance testing the device was returned to the customer for use.